Event description:
It was reported that the user¿s caregiver experienced difficulty twisting and locking the connector into place when installing a cartridge, which resolved after removing the cartridge from the pump, twisting the connector, and then using a new cartridge that locked properly. Symptoms included no reported clinical effects. Outcomes included no adverse health impact and no hospitalization. Investigation included troubleshooting with guided reinstallation and substitution of the cartridge. Investigation of this case revealed that the connector functioned as intended when the cartridge was reseated and replaced, indicating user handling or cartridge fitment as the likely factor rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface difficulty with cartridge-connector engagement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.